Event description:
Intuvie received a report indicating that the infusion pump infused at a rate faster than programmed and the pump did not alarm. No patient involvement was reported. No additional information was provided.

Manufacturer narrative:
Intuvie received a report indicating that the infusion pump infused at a rate faster than programmed and did not alarm. A review of the device¿s serial number history revealed no prior similar complaints. The device was not returned, and the investigation is ongoing. The allegation of the device failure was not confirmed. The probable cause remains undetermined. CAPA- zm2023-07 has been initiated to investigate the failure. Reference to complaint # (B)(4).

Manufacturer narrative:
The device was not returned to the manufacturer; therefore, a device investigation could not be performed. If additional information or the device is received at a later date, a follow-up report will be submitted accordingly. Reference to complaint #(B)(4).